Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced increased spasticity with a lack of efficacy at high doses. The hcp performed (B)(4) study that revealed no drug was getting past the pump/connector connection. Surgery was performed. In the operating room no issue was visualized with the pump/connector connection although catheter was very scarred into the pump pocket requiring quite a bit of dissection to expose it. The surgeon and managing hcp decided to change the pump and catheter at the time of the revision as it was unknown where the issue was in the system. The surgeon disconnected each section to the catheter and did visual analysis in the operating room therefore the catheter was not returned as it was no longer in one piece. The patient was hospitalized. The patient status was "alive, no injury/no adverse event". The patient's dose was previously decreased by the managing hcp to allow for easier and safer restart of the daily dose. The patient was currently doing well. The pump was delivering gablofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis of the pump revealed no anomaly.